Event description:
The patient was revised to address alval.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision recommended - right hip.

Manufacturer narrative:
Although the specific nature of the patient's complaint is unknown, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the patient's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.